Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "a crack on the tubing was found for several products. Some were discarded by the customer and one product will be sent for investigation."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "a crack on the tubing was found for several products. Some were discarded by the customer and one product will be sent for investigation."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03-may-2022. H.6. Investigation: bd received 1 sample from the customer for review and analysis. The customer sample was subjected to a visual examination and the customer¿s indicated failure mode for damaged/cut tubing was observed. Therefore, the failure mode of damaged tubing can be confirmed based on the customer sample testing results. A review of the device history record could not be completed as the batch number is unknown. Bd is able to confirm the customer¿s reported failure with the customer sample testing results. As batch records could not be reviewed, bd was unable to determine a root cause.